Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 5/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 4/20/2016 with the following findings: a review of the pump¿s black box data showed evidence of short battery life which was illustrated with several drastic voltages drops leading to cs 128 call service alarms. During visual inspection of the pump, it was observed that the battery compartment was cracked. There was moisture corrosion observed in the battery canister and on the returned battery cap. A leak test was performed and failed due to a battery compartment leak. The pump powered on with a double bar battery indicator using a fully charged battery. The initial ¿short battery life¿ complaint was duplicated during the investigation due to moisture corrosion. All of the pump¿s electrical current draws measured within specifications. The pump¿s cover was removed and no further moisture ingress or intermittent conditions were found to the printed circuit board or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).